Event description:
Customer rec'd a blood glucose result of 587mg/dl at 7:45pm. The customer called the hosp and was advised to go to the e.r. At 8:30pm at the hosp they rec'd a result of 323mg/dl. The customer was given 4 units of fluid and 15 units of insulin through an IV. Eight hrs later they were released. Second event the customer rec'd a result of 559mg/dl at 7:15pm. The customer went to the e.r. At 8pm. They rec'd a result of 347mg/dl. The customer was given 2 units of fluid and 10 units of insulin through an IV. At 12:30 customer was released. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.